Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for air embolism, requiring intervention to prevent a serious patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. During insertion of the steerable guide catheter (sgc), the patient experienced a drop in blood pressure. Transesophageal echocardiogram was performed and a structure was noted in the apex of the left ventricle which appeared to be an air bubble. Medication was administered and the patient's blood pressure increased. A pigtail catheter was advanced into the apex of the left ventricle and the air bubble was aspirated. The procedure continued, using this same sgc, with implantation of 3 mitraclips and the mitral regurgitation was reduced from grade 4 to grade 1-2. Post procedure, the patient was in stable condition. No additional information was provided.